Event description:
It was reported that there is a fault in the device, causing image flickering and shooting yellow lines across the screen, the image then appears but with the connect camera icon on top. Surgeons were unable to operate as it completely obscured the view although it did come back on and the case was able to be completed, however it intermittently flickered for the rest of the case

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: repair detail's fault reported by the customer has reported that there is an image issue faults found intermittent loss of image when the cable is manipulated at the camera head connection x-board or cable issue. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a fault in the device, causing image flickering and shooting yellow lines across the screen, the image then appears but with the connect camera icon on top. Surgeons were unable to operate as it completely obscured the view although it did come back on and the case was able to be completed, however it intermittently flickered for the rest of the case.